Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient was administered oral antibiotics. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing itching, sensations and they could "feel a small piece by the pacemaker". The patient experienced an implantable pulse generator (ipg) pocket infection. The pocket tissue was positive for staphylococcus capitis, staphylococcus epidermis and corynebacteria simulans. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.